Event description:
Event: unresolved type I endoleak. Case details: the pt was reported t0 have narrow access arteries. Access was achieved with an unplanned retroperitoneal conduit. A type I endoleak at the superior attachment system was not resolved at the conclusion of the procedure. The pt will be monitored by the physician.